Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was doing an l4-5 mis tlif on the patient. He first started by putting in the jamshidi needles into the pedicles. He was using 11gx6" diamond tip needles. He started with l4 on the left and placed the needle in the pedicle. The last 3 needles were placed under ap fluoro. Then a lateral fluoro was taken and the jamshidi needles were advanced into the vertebral bodies. It took a lot of force to get all 4 needles into the vertebral bodies as the patient had hard bone. We went back to an ap fluoro and could tell the two needles on the right were starting to bend. Dr khan started to place the guidewires in through the jamshidi needles and tried to remove the jamshidi needle from the pedicle. After using a large amount of force and trying to wiggle the left l4 jamshidi out it broke off with the tip still in the pedicle. We did not have any other issues removing the other 3 needles. The tip of the jamshidi was buried in the pedicle. The patient's pedicle was large enough for dr (B)(6) to get another jamshidi in and place a screw lateral to the broken tip. The tip was not able to be retrieved.

Manufacturer narrative:
One (1) confidence intro beveled tip 11g 6inch needle [product code: 2839-02-611] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the needle¿s distal tip, the second half of the tip was not provided for analysis. The fracture analysis report revealed deformation consistent with an overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for confidence intro beveled tip 11g 6inch needle could not be performed as no lot number was provided. No emerging trends were found requiring further actions. The root cause for the beveled tip breaking cannot positively be determined. However, the fracture analysis report revealed deformation consistent with an overload failure. As there has been no systemic trends requiring immediate action, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.